Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation.

Event description:
It was reported via legal documentation that a patient experienced a second revision approximately 1 year, 4 months after first revision. Revision operative report of (B)(6) 2022 for right knee aseptic loosening of femoral component and acute fracture of femoral stem. Patient revised to competitor¿s devices. Patient developed severe pain and instability following a long walk. Procedure: there was some synovitis, and a very thorough synovectomy of the joint was completed. The femoral component was noted to be loose and fractured off the stem which was well fixed. The distal femur had continued osteolysis. The femoral rotation was marked and then a saw was used to remove the distal femur as the bone was not sufficient to hold a prosthesis. The patella was noted to be well fixed; the soft tissue was debrided. Dressings were applied; the patient was transferred to the recovery room in stable condition. The patient to be discharged home when comfortable and had met all physical therapy goals. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The revision was likely the result of prosthesis fracture, osteolysis, patient conditions, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the femoral loosening, osteolysis, and the prosthesis fracture could not be determined as the devices were not returned for evaluation, and images, radiographs, and product information were not provided.